Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead could not be fixed to the myocardium. The ra lead was not used and replaced. The patient was in stable condition.